Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an indication of erosion at the implantation sight was observed on the patient. A revision procedure was performed and the device was repositioned. The patient was in stable condition.